Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 472,939 joules of use; the fiber was replaced and the case was continued using a second fiber. A decrease in tissue vaporization efficiency was also observed while using the second fiber, however, the case was able to be completed with 216,888 joules expended using the second fiber. There was no report of injury. This report is for the first fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Reference MFR report #: 2937094-2013-00776. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps attached. The identified issues may activate the laser systems fiberlife function will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/ procedural factors encountered during the procedure.